Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother reported that over the summer the patient started to use the contralateral ear more. Prior to this appointment two electrodes had been disabled, with an additional two being disabled at this appointment due to high impedence levels. With four electrodes disabled, the patient's speech understanding had decreased. The device has been explanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode under silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's mother reported that over the summer the patient started to use the contralateral ear more. Prior to this appointment two electrodes had been disabled, with an additional two being disabled at this appointment due to high impedence levels.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode under the silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. In addition, during investigation a mechanical damage to the stimulator housing was found. The reason for the damage to the housing is unknown; however this finding did not cause the reported problems. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's mother reported that over the summer the patient started to use the contralateral ear more, the patient is bilaterally implanted. Prior to this appointment two electrodes had been disabled, with an additional two being disabled at this appointment due to high impedence levels. Significant bone growth at junction of the implant housing was noted during device removal.